Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator failed to record a defibrillation therapy. No device intervention was performed. The patient was discharged.